Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had connection issues the following information was received by the initial reporter with the following: it was reported by customer that when they are attaching our tubing for our pet scans, we are meeting resistance immediately at the smartsite needle-free connector. It also occasionally occurs while we are priming the extension set before attaching to the patient.

Manufacturer narrative:
The customer reported that the sets are giving resistance to the flush, and returned 3 samples, two of reported lot 25029390, 1 of returned lot 25075720. All three samples are of material 22003e-07. The two samples of lot 25029390 were able to flush, did not show smart site issues, and could not verify the complaint. The third sample of lot 25075720 was able to verify, and was occluded at the smart site. After initial resistance, the occlusion was broken, and flow was achieved with no continuing issue. A device history record review was performed. There were no quality notifications issued for the failure mode for either lot number reported by the customer during the production build of this set. The manufacturing plant found the root cause for the occlusion to be related to incorrect fluorosilicon (lubricant) application. The lubricant within the smart site piston helps it to open up without difficulty. The plant addressed the failure by checking the fluorosilicon dispenser, adjusting the hoses, and replacing a broken cable on the dispenser.